Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's wife reported via phone call that the insulin pump's act button was unresponsive. The customer's wife reported changing the battery, received a weak battery alert, and then the device would not respond. The customer's wife stated that the insulin pump's screen was cracked as well. Customer's wife also reported that the battery cap was stripped. Blood glucose level at the time of the incident was not provided. The customer's wife was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent down arrow button due to flattened dome switch. The insulin pump powered up properly, the operating currents are within specification and no weak battery alarm noted during our testing. The insulin pump passed displacement test and self test. The insulin pump has stripped battery cap coin slot, torn keypad overlay, cracked lcd window, broken battery tube threads, cracked reservoir tube lip and minor scratched lcd window.